Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the cap was found before use with a syringe 1.0 ml 29ga 1/2 in. The following information was provided by the initial reporter, "needle stick was found during priming. Issue was noticed prior to use due to needle through needle cap."

Event description:
It was reported that a needle through the cap was found before use with a syringe 1.0ml 29ga 1/2in. The following information was provided by the initial reporter, "needle stick was found during priming. Issue was noticed prior to use due to needle through needle cap."

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1ml, 12.7mm, 29g bd u40 insulin syringe in an open blister pack from lot # 7353556. Customer states that there was a needle stick and the needle was through the cap. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 7353556. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches that pertained to this defect during the timeframe of the production of this syringe. Root cause cannot be determined. This batch was made before implementation of CAPA 226773, which addressed bent cannula on the pils, and before CAPA 529089, which was opened 13aug2018 and addresses needle through shield.